Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Data logs were not returned as well. Without the pump data or pump, the complaint cannot be investigated. Therefore, the root cause of the issue was not determined since product and data logs were not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, continuous placement signal low alarms were observed. The physician confirmed correct device positioning using echocardiography. Volume status and positioning were reviewed again. Despite the alarms, the patient remained hemodynamically stable and continued to receive effective support from the pump.